Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a pt was hospitalized with peritonitis from (B)(6) 2014. She had gone to the emergency room with abdominal pain and cloudy effluent on (B)(6) 2014 and was admitted. The effluent culture was positive for the klebsiella pneumoniae peritonitis and the pt was treated in the hospital with both ip and IV antibiotics. She was released on (B)(6) 2014, but was non-complaint with adhering to her outpatient antibiotic regimen. As a result, she experienced a recurrence of abdominal pain on (B)(6) 2014 and was readmitted and discharged again on (B)(6) 2014. She reportedly contracted the peritonitis because she was non-compliant with observing aseptic technique. She was performing her treatments in the kitchen with a small child, a cat, and a dog contaminating the area, and she did not wear a mask. The pt is visually impaired and uses a magnifying glass to connect and disconnect. The pt has been re-educated about aseptic technique and the proper use of the cycler in general.